Manufacturer narrative:
The actual device was not available; however, a companion sample was provided for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect set was loose from the patient¿s transfer set and would not tightened properly. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.